Manufacturer narrative:
Concomitant medical products: product ID: 459878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered by the right ventricular (rv) lead for an out of range impedance measurement on the rv tip to rv coil vector. It was noted the vector with the high impedance was not programmed to be in use and the rv lead remains active. No patient complications have been reported as a result of this event.